Manufacturer narrative:
H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Correction: b3

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 155 mg/dl. Customer reverted to using an alternate method of insulin therapy.